Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented in clinic for routine follow-up. Upon interrogation, the pulse generator exhibited backup vvi operation. The device was explanted and replaced on 5/16/2016. The patient's condition was stable during and post procedure.

Manufacturer narrative:
No conclusion code is available. Final analysis found the device was returned in backup vvi operation about one year after explant. The backup occurred due to multiple bit flip checksum error. The cause of checksum error could not be determined. The battery had reached end of life eol. After replacing the battery, normal device function resumed. The device implant duration exceeded the projected longevity which was considered normal battery depletion.